Event description:
It was reported that the device had charging issues needing multiple reconnections to the charger. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.